Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2025.

Event description:
It was reported that the patients implantable pulse generator (ipg) had migrated. The patient underwent a pocket revision procedure and was doing well postoperatively. The ipg remains implanted.